Event description:
Tech - the two intermediate siderails were loose and wouldn't latch due to years of wear and tear and worn out parts.

Manufacturer narrative:
This call is being reported based on the allegation "siderails ... Wouldn't latch". There has been no allegation made of any injury or risk to a specific pt. A hill-rom technician did resolve the siderail latching problem by replacing worn parts.